Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use one resolute onyx drug eluting stent to treat a severely tortuous and severely calcified lesion, located in the mid right coronary artery, exhibiting 95% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the physician attempted multiple times to place the stent, but it was unsuccessful. Stent was removed from patient, upon examination, it was noted that the stent was deformed, and slightly dislodged. It was reported that the stent was still on the balloon, but the distal portion was displaced. Additional pre-dilation was carried out with an nc balloon and the guideliner was advanced further. It was then possible to place a different 2.5 x 38mm resolute onyx stent. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications, the stent appears to have stretched distally. Deformation was evident to the 1st to the 17th stent wraps with struts stretched, deformation was also evident to the 23rd stent wrap with strut raised. Deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to stretching of the stent distally. If information is provided in the future, a supplemental report will be issued.